Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No pump error 35 noted during testing noted. Formatted history file analysis confirmed pump error 53 and pump error due to software error. The insulin pump was received with minor scratched lcd window and case. The motor tested fine.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed pump error. The customer's blood glucose was unknown. Troubleshooting did not occur for the insulin pump. The customer declined to return the insulin pump for analysis.